Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. The device evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 808:04 was confirmed in the pump's event history by a baxter service technician. The root cause of this condition was assigned to a defective pump head module. The pump head module was replaced to correct this condition. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This device is an unremediated colleague pump with a user interface module software version of 5.06.00.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 808:07. Baxter's review of the device event history found that failure code 808:04 interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. The software version of this device is currently unknown. No additional information is available at this time.